Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('partial essure coil in place on right side of uterus/migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhage (nos). Previously administered products included for an unreported indication: cytotec. Concurrent conditions included vaginitis, vulvitis, dyspareunia, uterine bleeding, abdominal pain, amenorrhea, painful urination, suprapubic pain, vulvovaginal pain, constipation, vaginal candidiasis, deep vein thrombosis, hypotension, vomiting, nausea and spondylolisthesis. Concomitant products included benzatropine mesilate (benztropine mesylate), docusate sodium, escitalopram oxalate, hydrocodone, lamotrigine, lorazepam, lurasidone, methadone, ondansetron (zofran melt), rivaroxaban, rivaroxaban (xarelto) and tizanidine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), vertigo ("vertigo"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopy bilateral salpingectomy, dilation and curettage, robotic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, infection, vertigo, headache, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, headache, infection, pelvic pain, uterine perforation and vertigo to be related to essure. The reporter commented: (B)(6) 2015 : salpingectomy, dilation and curettage (B)(6) 2016 : robotic hysterectomy, cystoscopy on the left side 6 coil was visible and on the right side 8 coils were visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('partial essure coil in place on right side of uterus/migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhage (nos). Previously administered products included for an unreported indication: cytotec. Concurrent conditions included vaginitis, vulvitis, dyspareunia, uterine bleeding, abdominal pain, amenorrhea, painful urination, suprapubic pain, vulvovaginal pain, constipation, vaginal candidiasis, deep vein thrombosis, hypotension, vomiting, nausea and spondylitis. Concomitant products included benzatropine mesilate (benztropine mesylate), docusate sodium, escitalopram oxalate, hydrocodone, lamotrigine, lorazepam, lurasidone, methadone, ondansetron (zofran melt), rivaroxaban, rivaroxaban (xarelto) and tizanidine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infection"), vertigo ("vertigo"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopy bilateral salpingectomy, dilation and curettage, robotic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, infection, vertigo, headache, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, headache, infection, pelvic pain, uterine perforation and vertigo to be related to essure. The reporter commented: (B)(6) 2015 : salpingectomy, dilation and curettage (B)(6) 2016 : robotic hysterectomy, cystoscopy on the left side 6 coil was visible and on the right side 8 coils were visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.